Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a transhepatic replacement procedure, coating from a guide wire flaked off inside the patient. During a transhepatic replacement procedure, a meier guide wire was used to insert a nephrostomy ureteral stent. When advancing the stent, a metal cannula was used and 6 1/2cm of the guide wire coating flaked off the wire into the patient's kidney. An aspiration technique was used to successfully remove the coating. No further patient complications were reported and the patient status is fine.